Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set leaked. This occurred during a computed tomography scan using contrast for radiotherapy planning. The device was connected to a b. Braun cannula and a contrast injector. The reporter stated that they had used a 20 gauge needle and a decreased flow rate, and that the leak was noted after the scan had completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not show any damage on the luer, no visible hole or cut on the tubing, no separation at the level of the junction tubing/luer. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.